Manufacturer narrative:
Investigation of the batch records showed the functionality test performed during the blistering operation met specifications. Five used samples were received from the user facility. No testing was possible on the used samples that were received. Further investigation has been performed regarding the expression force of the syringe batches involved. Retention samples were tested and were within specification. The suppliers of the syringes have been focusing on the gliding force within the barrel of the syringes in order to further optimize the gliding force of the syringe. In addition, expression force testing on finished product was introduced on (B)(4)

Event description:
Adverse event(s): "no impact on the pt's outcome" (no consequences or impact to pt). Product problem(s): "plunger appeared to be locked in the syringe at the midway point" (delivery system failure). A surgeon reported that during five cataract surgeries performed on the same day, five syringes from the same lot could not be empted completely. The plunger appeared to be locked in the syringe at the midway point. To complete the surgery, the surgeon removed the syringe from the eye and a second syringe had to be used. There was no impact on the pt's outcome.